Event description:
Maude event report# (B)(4) reported: (B)(6), 2012: "I received a partial hip implant following a broken hip (during a baseball game). The unit was a stryker accolade hfx femoral implant. I made slow but steady progress until 2011. Following a storm and basement flooding, I removed many heavy boxes from my basement. The next day all the progress since the operation was gone. In 2011, I visited my surgeon which did not find anything wrong. Unable to walk, I visited a 2nd surgeon in 2012, who took extensive x-rays and concluded the femoral implant exhibited subsidence and determined the cause of my debility to be a loose femoral component. All symptoms I have fit this diagnosis."

Manufacturer narrative:
An eval of the device cannot be performed as the device remains implanted in the pt and was not returned to the MFR. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.